Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with duraply".

Event description:
The patient was initially implanted with a bifurcated stent graft and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5 years post initial procedure patient presented with leg pain and the physician identified component separation of the grafts. Physician elected to treat the patient with non-endologix (gore) device and the patient is doing well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, type iiib endoleak event is unconfirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was reported being stable post the secondary endovascular procedure with non-endologix implants. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with duraply". Corrections: h6: result remove code 3233. H6: conclusion remove code 11.